Event description:
Received complaints from rn regarding two IV control devices. 1) device set at 150 cc/hr, IV actually running at 250 cc/hr. 2) device not controlling rate at all - even on "off", IV running wide open.